Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A quote for replacement of the power management board was provided to the customer but not approved at this time.

Event description:
The hospital reported the battery failure. There was no reported patient involvement.